Manufacturer narrative:
The philips materials admin reported that the unit unexpectedly shutdown. This device is a philips loaner unit. The issue was noted during the loaner return incoming inspection/test. The unit was evaluated at philips. The symptom could not be duplicated, and the unit passed all testing. There were no critical failures in the dump log or the status log. The unit was opened up and the connections were reseated as a precaution.

Event description:
The philips materials administrator reported that the unit unexpectedly shutdown.